Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
While finishing a ureteroscopy procedure, the surgeon noticed something in the pt's ureter that had not been there previously on fluoro. He then went in with a grasper and was able to retrieve the foreign body which appeared to be a small piece of black coating from the end of the ureteroscope. The pt was checked under fluoro and nothing else was visible. Pt was released w/o harm or additional stay.